Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found it have a cracked enclosure, wear and tear damaged front cover, outdated pcb and power switch and broken pole clamp. Device tank cover was filled with water and powered on. The reported customer complaint has been confirmed as a result of a crack in the enclosure near the drain fitting. The problem source has been determined to be user interface.

Event description:
Information received a smiths medical fluid warming level 1 hotline low flow systems - hl-90 is leaking and has a cracked case. No patient adverse events reported.